Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed the error in the error log. Fse performed an all set home of the x-axis cup transfer unit and reproduced the error. Fse found that the x-axis cup transfer assembly sensor was getting stuck. Fse removed the x-axis cup sensor and then cleaned and lubricated the sensor. Fse then ran the cup transfer macro test without issue. Quality controls were run with acceptable results. The instrument was working as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 13-nov-2017 through aware date 13-dec-2018. There were two (2) similar complaints, including this event, found during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2183] x-axis cup transfer cup release failure cause : the cup-gripping sensor detected a cup after the cup release operation was performed. Solution : contact tosoh service center or local representatives. The most probable cause of the 2183 x-axis cup transfer cup release failure error messages was due to debris in the cup sensor causing it to stick.

Event description:
A customer reported error 2183 x-axis cup transfer cup release failure with the aia-2000st instrument. The customer tried and all set home, rebooting, and cleaning the instrument but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.